Event description:
It was reported that balloon rupture occurred. A 4.50mm x 20mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon breaks. The procedure was completed via alternative method. There were no patient complications.